Manufacturer narrative:
Evaluation was completed on 10/11/05. The customer reported condition of failure code 810:11 was confirmed. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.